Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose over 300 mg/dl on (B)(6) 2018 at 5:30 pm. Customer did not have any symptoms. Blood glucose value when admitted to hospital was 300 mg/dl. Customer current blood glucose was unknown. Blood glucose reading at the time of the incident was 355 mg/dl. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer was treated with emergency room services the names of the hospital customer visited is (B)(6). (B)(6) reported the incident. The reporter contact is unknown. Customer went to the hospital because of not feeling well. Customer did not perform carelink upload. Customer did not perform hp test. Insulin pump was returned, and it passed all the tests. Insulin pump will not be returning for analysis.